Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2023, that on (B)(6) 2023 the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2023. It was reported that the patient experienced a skin reaction with an infection which occurred five days after the sensor had been inserted in the abdomen. The patient developed a rash, redness, pimples, and pustules extending beyond the patch perimeter. The patient had an itching sensation in the area. Prior to sensor insertion the area was prepped with alcohol. On (B)(6) 2023 the patient consulted a health care provider who prescribed an oral steroid medication (methylprednisolone unspecified dosage) for the reaction. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.